Manufacturer narrative:
The reported complaint regarding the autopulse nxt platform (sn (B)(6), in which both spools began rotating without activation of the start button, and upon pressing the start button, the motors partially retracted the band before stopping and releasing without initiating a compression cycle, was confirmed during functional testing of the returned nxt platform. The root cause of the reported issue was that both spools were not in the home position. The reported electrical burning odor was not confirmed during the platform testing. It was likely caused by a residual oil burning off the motor as it warmed during operation. Preliminary functional testing could not be performed because the right- and left-side band slot attachments were not in the home position. Upon powering on the nxt platform to retrieve the archive log file, both spools began rotating without the start button being activated, confirming the customer complaint. As a result, the right and left band slot attachments were displaced from their home positions. The left and right spool band slots were manually rotated, and proper home positioning was confirmed using the alignment tabs on both sides, after resetting the nxt platform software to the home position and completing a full travel test. The platform was further tested using the mztf (medium zoll test fixture) with multiple batteries until they were fully discharged without any errors or faults. Following the service, the autopulse nxt platform passed both the compression test and the final test without issue. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. For g4: PMA/510(k): premarket submission number not available/not released

Event description:
During training, upon powering on the autopulse nxt platform (sn (B)(6), the spools on both sides began rotating without pressing the start button. After the start button was activated, the motors retracted the band slightly but then stopped and released without initiating a compression cycle. The crew also reported an electrical burning odor during operation. Additionally, the alert led on the user control panel did not illuminate when the platform was powered on. No patient involvement.